Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer septal occluder was selected for implant using a 12f amplatzer trevisio intravascular delivery system in a patient with a complex anatomy. The occluder was prepared as per IFU. During procedure, due to complex anatomy, the physician elected to start deploying the left disc in the pulmonary vein to allow better alignment on the septum. The left disc did not flatten despite "rigorous wiggle test" and remained in bulbous deformation. Re-sheathing and re-deployment were discussed, but not performed ultimately due to complex anatomy. No angulation or kink was observed with the delivery system. The physician elected to release the device. The occluder was released successfully with correct positioning and was implanted with satisfying results. The occluder did "not totally" return to original configuration and remained bulbous. There was no peri-device leak. The patient remained hemodynamically stable throughout the procedure and was reported to be recovering.